Event description:
It was reported that the patient presented at the clinic due to right atrial lead dislodgement. As a result, the atrial lead was unable to capture and sense appropriately. The lead was disabled and then explanted, and a new atrial lead was successfully implanted. The patient was stable.